Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and observed that the compressor was drawing too much power and was getting too hot. The fse replaced the scroll compressor to correct the issue and performed functional and safety tests for an extended time to ensure that the cause of the failure was properly corrected. Subsequently, all tests passed per factory specifications, and the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, the temperature on the patient was too high during use. The iabp unit was restarted to continue therapy; however, the same alarm was generated the next day, and the iabp unit was swapped out with another iabp to continue therapy. There was no patient harm and no adverse event was reported.